Event description:
It was reported that the pouch and rim broke on the device. The rim was successfully retrieved from the pt. The pouch made a popping noise when it broke. There were no consequences to the pt reported.